Manufacturer narrative:
Several attempts were made by the philips remote service engineer (rse) to contact the customer by phone and email, but the customer has not responded. No additional information has been provided for this event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that no alarms were transmitted to the control center and to careevent. The device was in use on a patient at the time of the event. There was no adverse event reported.